Event description:
It was reported that this right ventricular (rv) lead was suspected to be fracture. Technical services suggested to confirm by x-ray and evaluate sensing in bipolar to ensure there is no oversensing. The physician ordered an x-ray and no programming changes, also, the patient will be monitored. At this time, the device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements of greater than 3,000 ohms, resulting in a lead safety switch. The rv lead was suspected to be fractured. The physician ordered an x-ray and there were no programming changes performed. The patient will continue to be monitored by the physician. At this time, the lead remains in service. No adverse patient effects were reported.